Manufacturer narrative:
Reported event: an event regarding loosening, periprosthetic fracture & limb length discrepancy involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Update - march 16, 2021 - as per sales rep, it was a stryker stem that was placed and subsided (it was revised on the 2nd surgery to a competitor stem. The "tab" component was a competitor device and it was retained for the second case but the liner was swapped out. Patient is a (B)(6)-year-old male, who underwent conversion to right total hip replacement with removal of hardware via direct anterior approach on (B)(6) 2020. He presented with increased pain, shortening of the leg and inability to bear weight. X-rays demonstrate significant subsidence of his femoral stem with suspected periprosthetic fracture. The stem appears mechanically loose with subsidence. Patient now presents for revision right total hip replacement and orif of the femur. Note: mixed manufacturer (stryker and non-stryker) implants on index surgery (B)(6) 2020, non-stryker implants on revision surgery (B)(6) 2020.